Event description:
As reported rv lead lead fractured and was capped.

Event description:
As reported: allegations were initially reported that the lead fractured however, this was not confirmed visibly at the generator upgrade. Loss of capture was observed but that was likely due to the placement of the lvad device 4 days earlier.